Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 5148825 / 5147752.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite the reprogramming done. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were disposed by the facility.